Event description:
Caller alleges that his pump shuts off sometimes without any error/alert. Caller stated his pump, while in run mode, would shut off without any error or warning on the display. No adverse event reported. Requested return of the alleged device for evaluation.